Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. (B)(6).

Event description:
It was reported that the device repeatedly alarmed that the blood oxygen saturation was below 50% during the operation. It does not match the machine's reported decrease in blood oxygen saturation. After replacing the blood oxygen probe, there was no false alarm. Good faith effort attempts are being performed. The device was in clinical use. There was no report of patient or user harm.